Manufacturer narrative:
The insulin pump alarmed motor error during rewind and error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap is flush. The customer stated that the device was exposed to high magnetic field such as MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.